Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. No data in the black box or download histories from the time of the reported hospitalization due to continued patient use. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. The display screen is dim. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. No damage found to the keypad. All buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.